Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and vomiting. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with meropenem injection (250mg, ongoing, route and frequency were not reported) and vancomycin injection (2g, ongoing, route and frequency were not reported) for peritonitis. The patient was discharged 10 days after hospital admission. At the time of this report, the patient was recovered from the events. Pd therapy was ongoing. No additional information is available.